Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had device site pain and the therapy was off; findings from the x-ray revealed that there was a stimulator device entering one of the right sacral foramina. It was noted that the event was possibly related to the device or therapy, not related to the implant procedure, and due to programming. Interventions included administering a lidocaine patch to the site, warm soaks, and reprogramming. It was noted that the event was unresolved at the time of study exit/death/study closure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that troubleshooting taken to resolve the stimulator device entering one of the right sacral foramina included giving a lidocaine patch on (B)(6) 2014, recommending warm soaks on (B)(6) 2014, and reprogramming on (B)(6) 2016. It was noted that the patient was exited from the study as they were no longer available for follow-up. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.